Manufacturer narrative:
The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported is consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported experiencing burning sensation in the eyes upon initial use. Consumer soaked the lenses for 4 hours before insertion. Consumer did not rinse the lenses with the product. There was no report of medical treatment associated with the experience.